Event description:
The alaris pump tubing developed an aneurysm like bulge at the portion which is inside the pump but at the inlet hole of the pump. The pump as a result, repeatedly alarmed. Infusion did not occur.what was the original intended procedure?tubing on pump, press start and infusion begins.device #1is this a laboratory device or laboratory test?no.